Event description:
The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon slowly to 6mm to occlude the vessel. The physician inserted a pre-dilation balloon and dilated the vessel. The physician removed the pre-dilation balloon and inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and the occlusion balloon deflated. The physician was unable to aspirate the particulate, which traveled down stream creating no flow condition in the pt. The physician treated the blockage with angiojet and a balloon pump was inserted into the pt. The pt is reported to be in intensive care at the time of this report.